Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Manufacturing reference number - 2017865-2020-09431. Manufacturing reference number - 2017865-2020-09432. Manufacturing reference number - 2017865-2020-09437. It was reported that a symptomatic patient presented in the clinic with systemic infection and endocarditis; vegetation growth was noted on the leads. The entire system including the implantable cardioverter defibrillator, the right atrial, right ventricle and left ventricle leads was explanted. The patient was in stable condition before, during and after the procedure.

Manufacturer narrative:
Interrogation of the device revealed it was at eri when received. Based on this information, the device was found to communicate appropriately with a merlin programmer and has not reached the elective replacement indicator (eri).